Manufacturer narrative:
The suspect device was not returned for evaluation. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges when the catheter was introduced in to the carotid artery, the catheter broken in to the multiple pieces. The clinician was able to successfully snared and retrieved the fragmented pieces. No additional patient consequence to report.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.